Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was unable to complete the rewind sequence on their insulin pump. The customer also reported being hospitalized on (B)(6) 2015 for high blood glucose. The customer's blood glucose was 700 mg/dl at the time of admission. The customer was treated with an IV from the hospital. The customer stated they were wearing their insulin pump at the time of hospitalization. Customer's blood glucose was 414 mg/dl before hanging up. The customer treated their blood glucose with manual injections. No additional information provided.